Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: stent: 3.0x18 xience v, 4.0x38 xience prime; aspirin, clopidogrel. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient death, as listed in the xience v electronic instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that three xience stents were implanted on (B)(6) 2013; one 4.0x38 xience prime and one 3.0x18 xience v in the left main coronary artery, and one 2.5x23 xience v in the mid left anterior descending coronary artery (lad). The patient expired in his sleep at the age of (B)(6) on (B)(6) 2015. An autopsy was not performed. No additional information was provided.